Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the clips did not hold. There were no patient consequences. No further information available.